Event description:
The customer reported that the system would not display an image on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the uninterrupted power supply. The system was tested and found to be working as intended and put back in service.